Event description:
It was reported that a physician trained in the use of the starclose se device achieved hemostasis of the common femoral artery after a diagnostic procedure. Reportedly, the device was difficult to remove. In accordance with the instructions for use, the access ports were used successfully to remove the device from the patient anatomy. Hemostasis was achieved with the starclose se clip. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4): the customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.